Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple errors. The customer¿s blood glucose level was unknown. Customer also stated that insulin pump had audio anomaly and rejected new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip and minor scratched lcd window. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump received with normal operating currents. No unexpected low battery alarm, failed battery alarm noted. No audio anomaly noted. No excessive no delivery alarm noted. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection.